Event description:
The patient was experiencing baclofen withdrawal following a recent pump replacement and catheter revision. CT myelogram test results were inconclusive in determining whether catheter placement was intrathecal. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: unknown. Catheter model # 8578, lot # h 823323702, implanted: (B)(6) 2012, explanted: unknown. An 8590-1 dacron pouch, lot # n075970, implanted: (B)(6) 2006, explanted: unknown.

Event description:
It was reported that after all the trouble shooting; the final result was she had a pump replacement and then required a revision because of the catheter connection. It was normal end of life pump revision needed due to possible misaligned connection. The connection was reestablished. The patient 'recovered fine with time'. The pump was delivering baclofen 10mg/ml compounded 200 micrograms per day.

Manufacturer narrative:
(B)(4)